Event description:
It was reported that after an initial bunion surgery, a screw backed out of the plate. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery, a screw backed out of the plate. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, it is possible the screw that backed out was not completely locked into the plate during initial placement and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate.